Manufacturer narrative:
Additional information was received on 21-jan-2020 indicating that the issue did not occur with a patient. There was no patient involvement in this event. Device evaluation completion date: 09-jan-2020. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed indicating that "high alarm displayed: downstream occlusion" was recorded in history. During analysis, the customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were performed; all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information received a smiths medical cadd®-solis vip ambulatory infusion pump was over infusing by nine percent. No patient adverse events were reported.